Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified medication. At 1200, the male adapter of an unspecified secondary tubing set, was connected to the secondary clave port on the primary tubing set, to deliver an unspecified concentration of taxol, at a rate of 250ml/hr, via a plum pump. At 1200, the delivery was initiated. At 1215, after the patient ambulated to the bathroom, the patient called for the nurse. It was reported that after the nurse entered into the patient's bathroom, it was noted and that the secondary clave port was "partially but not completely broken off" from the cassette. It was reported that solution had leaked from the flexible tubing between the secondary clave port of the cassette onto the patient's skin pump, and floor. The tubing set was clamped. It was reported that "no more than 50ml of solution had leaked based on reported that the patient washed her hands and that the solution that leaked was cleaned up according to the user facility's protocol. The tubing set was removed from clinical service. The customer contact reported that the secondary clave port had broken off of the cassette. It was reported the patient's therapy was rescheduled for delivery the following week. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.